Manufacturer narrative:
Updated section e1- telephone number

Event description:
As reported by our affiliates in brazil, this was a valve-in-valve procedure with a 23mm sapien 3 valve inside of a non-edwards surgical valve in aortic position. During the procedure, the patient blood pressure dropped when the delivery system crossed the surgical valve. No injury occurred at this point, but the valve implant had to be performed rapidly, which resulted in early balloon inflation without doing the pull back. Consequently, the valve embolized into the left ventricle. A new commander delivery system was opened to try the valve implant but without success. The patient was taken to the surgical center and underwent open surgery to remove the valve. The valve was removed but the patient did not stop bleeding after open surgery. Unfortunately, the patient did not survive.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Based on the information received, the root cause of valve embolization was that the pusher was not pulled back before valve deployment, which resulted in early balloon inflation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The complaint for valve embolization into ventricle was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of instructions for use/training materials revealed no deficiencies. In this case, since the pusher or flex tip was not pulled back during the valve deployment, it could lead to inflation balloon push/move toward the ventricular during the balloon inflation, resulting in valve embolization into the ventricle as reported. As such, available information suggests that procedural factors (not pulling back flex catheter) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.